Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following intraocular lens (iol) implant procedure, the patient noticed postoperative visual acuity did not improve and it is believed that this may have been due to a malfunction of the iol , iol has been scheduled to replace.